Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a deformed patient adapter. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. Leak testing revealed a leak between the patient adapter and the titanium adapter. The reported issue was verified. The cause was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/therapy date is sometime in (B)(6). Initial reporter facility name is (B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp could not be closed and led to solution leaking during use. There was no patient injury or medical intervention associated with this event. No additional information is available.